Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring additional stenting. Device issue: no device malfunction has been reported. It was reported, via a trial, that after pre-dilatation the 3.0 x 23 mm xience v stent was implanted in mid rca at 12 atm. A dissection was observed proximal to the stent implant. This may have occurred from the guiding catheter deep seating during the procedure; however, this could not be confirmed. The dissection was treated successfully with a 3.5 x 12 mm xience v stent. A 3.0 x 12 mm xience v stent was implanted in the proximal lad without complications.

Manufacturer narrative:
Results and conclusions summation: dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. Dissection is not necessarily an indication of a product quality issue. In this case, there was no report of device malfunction at the time of implant. Dissection can be influenced by several factors. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention". In this case, it is likely that the ptci is a secondary effect of the dissection. However, a conclusive root cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.